Event description:
Per the clinic, the patient experienced an infection and extrusion of the implant magnet through the skin. The patient was treated with oral antibiotics, and underwent a procedure (specific date not reported) to remove the magnet and close the wound. Magnet replacement is planned once the skin has healed. The implanted device remains.